Event description:
It was reported that 25 large volume pumps (lvps) had keypad failures. Per customer, there were no patient events related to the keypad failures and there is no further information available.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The device is used for treatment purposes.

Event description:
It was reported that 25 large volume pumps (lvps) had keypad failures. Per customer, there were no patient events related to the keypad failures and there is no further information available.